Event description:
It was reported that 80 bd luer-lok¿ 50 ml syringe experienced damage products with 1 that had a broken plunger rod. The following information was provided by the initial reporter: damaged/broken: 80 pieces.

Manufacturer narrative:
Investigation summary: it was reported there were multiple defects with units received. To aid in the investigation, four photos were provided for evaluation by our quality team. Three photos show damaged syringe parts. The luer damaged defect could occur if there is a jam during the assembly process inducing the symptom reported. The plunger damaged defect could occur if there is a jam during the assembly process inducing the symptom reported. A device history record review was completed for provided material number 301035, lot number 1106461. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed. The alignment of the rails and conveyors was correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.